Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00839, 0002648920-2020-00165, and 3007963827-2020-00073. :concomitant medical products all poly patella standard size 32 mm diameter 8.5 mm thickness cemented catalog#: 00597206532 lot#: 63386486, femoral component precoat size e left catalog#: 00575001501 lot#: 63359667, tibial component pegged precoat size 3 catalog#: 00597003501 lot#: 63187291. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, approximately two years later, the patient underwent manipulation under anesthesia. The patient continued to experience ongoing intermittent pain, stiffness, and feeling her knee "lock-up". Patient plans to be revised, but no revision has been reported to date.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, approximately two years later, the patient underwent manipulation under anesthesia. The patient continued to experience ongoing intermittent pain, stiffness, and feeling her knee "lock-up". A revision occurred approximately four years post implantation, for an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3 event date - unknown date in (B)(6) 2020 d11 therapy date - unknown date in(B)(6)2020 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g4, g7, h2, h3, h6, and h10. Reported event was confirmed by review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgery notes found no intra ops complication. On (B)(6)2016, the patient underwent mua due to stiffness and limited rom. But during this procedure patient unable to achieve full extension. After the procedure, the patient continues to experience pain, stiffness, and limited rom. The patient continued to experience intermitted moderate pain and stiffness. Rom 5-120°. Plan to continue home exercises. Patient happy with the progress. Office visits notes noted the patient was having on-going pain and stiffness for 2 years and feels knee was locking up. The further exam found a cyst with rom 0-130°, no pain or crepitus with active extension, centrally tracking patella, no evidence of effusion, stable to stress. The x-ray review noted no issue with left knee alignment. Soft tissue swelling and possible joint effusion. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The additional information doesn't change the previous reportability, root cause, or investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.